Event description:
Healthcare professional reported for right "hypotheses is bia-alcl". Histopathological markers not provided. Patient reported "pain, hardening, swelling, seroma-late and capsular contracture grade 4 ". Healthcare professional later reported "tingling", "depression". Also reported the following events which are not related to the device: "silicone disease", "asia", such as arthralgias, myalgias, "brain fog" (change in concentration and memory), dry eyes and mouth, chronic fatigue, hair loss, insomnia, change in intestinal transit, allergic conditions (previously non-existent - rhinitis and sinusitis), cephalalgias, "epifascial thoracic cystic tumor between the breast implant and the pectoral muscle on the left side". The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture grade 4.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.